Event description:
A 3 fr balloon broke while being used in a vessel in the thigh area. The remnants were retrieved by doctor. Another 3 fr balloon broke in the profunda area. The defective balloons were saved and this incident was reported to the team leader for vascular surgery. A total of 3 catheters were used during this case, all had the same exp date. Each of the catheters had the same serial number. Additional information: serial number (B)(4).